Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported cracked hub and failure to deploy were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported cracked hub. The reported failure to deploy appears to be related to operational context of the procedure as it is likely the cracked hub leaked during attempted inflation causing the reported failure to deploy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an ostial first diagonal (d1) stenting procedure, during stent deployment, the xience sierra completely failed to deploy. After further investigation, it was noted that the hub was cracked and air was filling the inflation device. There was no reported adverse patient effect or a clinically significant delay in procedure. The device was replaced to complete the procedure. No additional information was provided.